Manufacturer narrative:
The insulin pump was received with missing segments/partial display due to cracked and bleeding lcd glass. The pump was received with cracked reservoir tube lip and minor scratches on display window.

Event description:
The customer's mother reported via phone call of partial display from the insulin pump. The customer's blood glucose reading was 128 mg/dl. The mother stated that her son fell and tripped outside the driveway. The mother stated that the left side of the screen looks like an ink smear. The customer was advised to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump. The customer will return the pump for analysis.